Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the control unit was not functioning and was defective. It was noted that the pen drive was without function and the control unit was defective. It was further determined that the device failed pretest for check function and direction of rotation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the electric pen drive device was not stopping. It was reported that the device was working by itself. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.